Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a surgical procedure on an unk date and suture was used. While suturing, the needle broke. A needle piece was left inside the vaginal wall and the surgeon was unable to retrieve it. The pt underwent another surgical procedure to have the fragment removed under x-ray.